Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled generator changeout procedure. The ventricular lead had a history of intermittent noise, which could not be reproduced. The lead was capped and replaced. The patient was stable post procedure.